Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a professional coaguchek xs meter of unknown serial number. Customer tested by fingerstick on their meter and the result was 5.7 inr. The customer tested from a different finger within 7 hours on their doctor's meter and the result was 3.1 inr. The patient has a therapeutic range of 3.0-4.0 inr. Customer has no antiphospholipid antibodies, no hematocrit concerns, no other blood thinners, no direct thrombin inhibitors, no diet changes or health changes. No adjustment was made to the customer's warfarin. There was no allegation of an adverse event. Retention test strips ((B)(4)) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.